Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that the last basal delivery occurred on (B)(6) 2011. The date of the complaint was (B)(6) 2011. The pump histories show 3 boluses on (B)(6) 2011, followed by low battery warnings on (B)(6) 2011. There is no bolus or basal delivery recorded for (B)(6) 2011. The history shows priming occurred on (B)(6) 2011. There was no basal or bolus delivery recorded for (B)(6) 2011. The pump histories were successfully downloaded through the ezmanager software, and the downloads match the pump histories. During investigation, two boluses were completed and both were accurately recorded in the pump history. The pump was exercised for 24 hours with no errors or alarms occurring. The complaint could not be duplicated on investigation.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his son (the patient) alleging that the pump's bolus history was inaccurate. The reporter claimed that the pump's history was showing blood glucose (bg) levels but not boluses. A review of the pump's history revealed missing boluses according to the reporter. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not properly recording boluses. However, there is no evidence that patient suffered a serious injury because of the alleged issue.